Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the full lead was returned. Helix extension and retraction is not possible on this model lead as the helix does not retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead there was undersensing and high thresholds during the first implant attempt. During the attempt to reposition the lead there was difficulty releasing from the myocardium. It was noted the helix finally started to rotate when the lead was turned again following being covered with the sheath, the lead was released from the myocardium as the result. It was also noted the number of turns approximately 10 times. The lead was removed and replaced. No patient complications have been reported as a result of this event.